Event description:
The account alleged the brake casters would swivel when the brake was engaged. No patient impact.

Manufacturer narrative:
The brake casters were replaced by the technician to resolve the issue.